Event description:
A nurse called regarding the customer's pump. The nurse reported that the customer was admitted to the hosp due to nausea. It was stated that the customer was in coma at the time of call. The customer was disconnected from the pump and placed on insulin drip. Also it was indicated that the pump had a no delivery alarm. The nurse needed instructions to clear the alarm.